Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed groin pain and as a result the spinal cord stimulation (scs) system for pain therapy was explanted on (B)(6) 2014. It was noted that the patient was not participating in a clinical study. It was stated that the device was returned to the manufacturer for analysis and an analysis report was requested. It was stated that the patient was having right inguinal peripheral nerve stimulation and developed groin pain. It was stated that they were unable to program outside the groin area and the patient requested removal of the system. It was noted that the system had been used in a patient for therapy. It was reported that there was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97791; product type accessory product ID 97791; product type accessory product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
No additional information, it was stated that the manufacturer's representative would follow up early next week. Additional information received reported that the therapy had been meant to stimulate the groin area/inguinal peripheral nerve, and that the stimulation was ineffective in covering the expanded area of pain. It was noted that there was not enough coverage of the total pain area. It was stated that the explant was elective due to inadequate therapy.

Event description:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly. Analysis of the lead (B)(4) found that the conductor on the distal end of the stim lead was broken. It was noted that the #7 wire was broken at the crimp sleeve.